Event description:
It was reported that an instance of noise had occurred on the atrial lead. The noise could not be reproduced. The patient would be monitored.

Manufacturer narrative:
Please retract this report 2017865-2014-14247, this medical device should not have been reported as a medical device report (MDR).

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
(B)(6).